Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed. It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing, resulting in inappropriate shocks to the patient. There was no therapy exhaustion observed. A conductor fracture was suspected at the electrode end of the lead. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.